Event description:
Customer called alleging that meter was reading inaccurately high. While at the physician's office customer started feeling hypoglycemic. Customer started trembling and sweating. Customer obtained a blood glucose of "150 mg/dl" on customer's meter. Customer obtained a "40 mg/dl on the physician's meter and "45 mg/dl" on their cargiver's meter. Customer was treated with dextrose and felt better thereafter. Due to the consistency between the hypoglycemic symptoms and the low blood glucose results obtained on the physician and caregiver's meter, it is relevant that the customer's meter may have malfunctioned. The treatment was also consistent with low glucose results and customer's symptoms. The customer did not experience any adverse event or serious injury. The customer did not have control solution to verify the meter's calibration. Meter was replaced by customer's health insurance. No further information was provided.